Manufacturer narrative:
The pump was received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to download history files and traces using thump due to blank display. Unable to test for keypad unresponsive due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and keypad flex traces. The motor had moisture damage. Removed the keypad graphics panel, no damage noted on the keypad traces. The pump was received with cracked battery tube threads and cracked case at the battery tube side extending to the keypad. The following were noted during visual inspection: minor scratched display window, missing display window cover and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to perform the history review 1 week prior to the event date 28-jul-2024 in the pump history file due to blank display. Unable to generate the power management graph due to blank display. Unable to perform the required testing due to blank display. Blank display was confirmed during analysis due to due to corroded electronic assembly. Exposure to moisture confirmed. Keypad unresponsive unknown due to blank display. Cosmetic damage was confirmed at the back of the pump extending to the keypad. Unable to upload/download confirmed due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely small crack on the pump, exposed to moisture, blank display and keypad unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the battery cap contacts and battery compartment and/or springs were not damaged and the display did not return after inserting a new battery. It was also found that that there was a crack on side of the pump to the back very top of the screen little space at the very top. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.